Event description:
Reparalyzation of infant in the pacu. Account states the pt, with a foot IV undergoing a short surgery. Account reports the pt was awake and extubated in the post anesthesia care unit but became reparalyzed following IV tubing manipulation while placing the tubing into a pump. Accound did not have information as to the name of the medication, however the staff used a 'neurostimulator device' which verified reparalyzation was from a paralyzing agent. Pt received intervention to reverse the paralysis. There were no sequelae. Account reports the anesthesiologist used the t-connector at the most distal port to initially inject the medication and also followed it with a flush of the port using an interlink cannula. No information was available if the tubing was pinched during injection.